Event description:
Additional information was received. Consumer reported they were able to charge their controller monday, and charge their ins yesterday, but only charged the ins 80% because they were moving and the rtm was losing connection to the ins. It was reported that when they tried to adjust stim, the controller would not connect to the ins unless the rtm was attached. During troubleshooting the patient had difficulty connecting the rtm and controller to the ins. After resetting the controller the patient was able to connect with the rtm which indicated the ins was 50% charged, and then controller 70% charged. Patient reported they disconnected the rtm and was able to turn stimulation on. The controller indicated "recharging needs attention" despite rtm being disconnected. The patient was unable to connect the controller to the ins. Patient elaborated on past issues and reported that every time they move "it's like the ins stabs into my body." Patient reported that (due to fall) "the internal piece is dislodged. I can feel it. All of the tissues a round it have become incredibly inflamed.¿ patient reported their lithium battery was difficult to get out of the controller and later reported they were only able to communicate while using the rtm after the controller was replaced. The patient was instructed on how to communicate with their ins without the rtm attached. At this point, the controller was able to read the ins distally and the primary issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient couldn't find her controller and the stim was on a high setting. Stim was fine when the patient was up and walking around, but when she layed down on her back it was "so strong". The day prior to the report the stim was so strong that she threw up her meds. The patient had pain, had fallen 3 times, and had no one to help her. The patient said she was "giving up" on the call. No further complications were reported.

Event description:
Additional information was received from the consumer (B)(6). It was reported the patient had a bad fall in july and fell right on the stimulator and it got dislodged and the fall scrambled the programming. The patient was trying to get an MRI but the MRI facility declined. The patient reported that in july she fell and hit her head. The patient now has a stutter and has had 3 more falls since then. The patient now has to use a walker and she is in terrible pain all the time cannot work. The patient reported the stimulator works and helps her from almost her thoracic to her toes and it has been a miracle. The patient said the thing is sticking out of her back and is not in the right place and not working right. Later the patient clarified that it is working right but sometimes it moves around. The patient clarified the new pain was from the fall and was not related to the stimulator. Pt said her hcp has been trying to order mris but she is unable to get mris since she hit the stimulator and head; the accident has made her not able to get an MRI. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. **see related pe 703568676 for information related to patient¿s first ins replacement.**

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. The patient reported that she hit her head and the ins in (B)(6) of this year when she slipped on a puddle in her home. The patient reported that she only fell on the ins and not the leads. The patient reported that a few months after the fall, the ins wasn¿t working right. The patient reported that the ins would turn off and on by itself, would change settings and caused her to feel suddenly ¿electrocuted.¿ the patient reported that she got the ins reprogrammed a month ago to get the ins working, but the ins was ¿clearly in the wrong place.¿ the patient reported the ins was sticking out and she needed to have an MRI done of her back and head. No further complications were reported.